Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a link break after step 3 was observed. A second proglide was used; however, the blue sutures were broken after harvesting. Two additional proglide devices were used for successful suture placement using the preclose technique. Two proglide sutures were successfully placed in the right common femoral artery (rcfa) using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.